Event description:
A mayfield skull clamp (a1059) was reported to have slipped. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.